Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure (batch no. 761429) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), depression ("depression") and fibromyalgia ("fibromyalgia") with musculoskeletal pain. The patient was treated with surgery (took the decision to have the inserts removed on (B)(6)). Essure was removed. In 2015, the menorrhagia, metrorrhagia, adenomyosis, fatigue, depression and fibromyalgia had resolved. The reporter considered adenomyosis, depression, fatigue, fibromyalgia, menorrhagia and metrorrhagia to be related to essure. The reporter commented: she was convinced that her deteriorated health was caused by the essure inserts. Essure was removed on (B)(6) of unspecified year. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 01-sep-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 460 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-sep-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1707441) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("tubal perforation was present on left by distal part of the essure insert"), device dislocation ("on right side, the insert was in extra-tubal position, in sub-peritoneal region"), menorrhagia ("menorrhagia") and vulvovaginal warts ("wart lesion on left labia majora") in a 48-year-old female patient who had essure (batch no. 761429) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), depression ("depression") and fibromyalgia ("fibromyalgia") with musculoskeletal pain, 4 months 11 days after insertion of essure. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have vulvovaginal warts (seriousness criterion medically significant) and experienced arthralgia ("diffuse arthralgia") and asthenia ("severe asthenia"). The patient was treated with surgery (on(B)(6) -2017 laparoscopy for bilateral salpingectomy , essure removed and exeresis of wart lesion on left labia majora at time of essure removal). Essure was removed on 25-jul-2017. In 2015, the menorrhagia, metrorrhagia, adenomyosis, fatigue, depression and fibromyalgia had resolved. At the time of the report, the fallopian tube perforation, device dislocation, vulvovaginal warts, arthralgia and asthenia outcome was unknown. The reporter considered adenomyosis, arthralgia, asthenia, depression, device dislocation, fallopian tube perforation, fatigue, fibromyalgia, menorrhagia, metrorrhagia and vulvovaginal warts to be related to essure. The reporter commented: she was convinced that her deteriorated health was caused by the essure inserts. Tubes were normal, ovaryies were normal no evolving or sequelae external endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient's information updated. New events were added: diffuse arthralgia and severe asthenia, wart lesion on left labia majora we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia"), fallopian tube perforation ("tubal perforation was present on left by distal part of the essure insert") and device dislocation ("on right side, the insert was in extra-tubal position, in sub-peritoneal region") in a 48-year-old female patient who had essure (batch no. 761429) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), depression ("depression") and fibromyalgia ("fibromyalgia") with musculoskeletal pain, 4 months 11 days after insertion of essure. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and took the decision to have the inserts removed). Essure was removed on (B)(6) 2017. In 2015, the menorrhagia, metrorrhagia, adenomyosis, fatigue, depression and fibromyalgia had resolved. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered adenomyosis, depression, device dislocation, fallopian tube perforation, fatigue, fibromyalgia, menorrhagia and metrorrhagia to be related to essure. The reporter commented: she was convinced that her deteriorated health was caused by the essure inserts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Amendment: the report was amended on 14-feb-2019 for the following reason: dsil date updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1707441) on (B)(6)2017. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure (batch no. 761429) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), depression ("depression") and fibromyalgia ("fibromyalgia") with musculoskeletal pain. The patient was treated with surgery (took the decision to have the inserts removed on 1st june). Essure was removed. In 2015, the menorrhagia, metrorrhagia, adenomyosis, fatigue, depression and fibromyalgia had resolved. The reporter considered adenomyosis, depression, fatigue, fibromyalgia, menorrhagia and metrorrhagia to be related to essure. The reporter commented: she was convinced that her deteriorated health was caused by the essure inserts. Essure was removed on 1st june of unspecified year. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1707441) on 09-aug-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia"), fallopian tube perforation ("tubal perforation was present on left by distal part of the essure insert") and device dislocation ("on right side, the insert was in extra-tubal position, in sub-peritoneal region") in a 48-year-old female patient who had essure (batch no. 761429) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), depression ("depression") and fibromyalgia ("fibromyalgia") with musculoskeletal pain, 4 months 11 days after insertion of essure. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. In 2015, the menorrhagia, metrorrhagia, adenomyosis, fatigue, depression and fibromyalgia had resolved. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered adenomyosis, depression, device dislocation, fallopian tube perforation, fatigue, fibromyalgia, menorrhagia and metrorrhagia to be related to essure. The reporter commented: she was convinced that her deteriorated health was caused by the essure inserts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: information and references from deleted duplicate case 2019-026476 (MFR number 2951250-2019-00613) were transferred to this case. Reporter's information was updated and a new reporter was added, patient's information was updated, essure insertion and removal dates and lot number were provided, and the events "fallopian tube perforation" and "device dislocation" were added. We received a lot number/returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 17-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('tubal perforation was present on left by distal part of the essure insert'), device dislocation ('on right side, the insert was in extra-tubal position, in sub-peritoneal region') and vulvovaginal warts ('wart lesion on left labia majora') in a 48-year-old female patient who had essure (batch no. 761429) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced menometrorrhagia ("menorrhagia, metrorrhagia"), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia") with musculoskeletal pain and depression ("depression"), 4 months 11 days after insertion of essure. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced allergy to metals ("mild nickel allergy, doubts about chrome positivity") and trigeminal neuralgia ("trigeminal neuralgia"). On an unknown date, the patient was found to have vulvovaginal warts (seriousness criterion medically significant) and experienced asthenia ("severe asthenia") and arthralgia ("diffuse arthralgia"). The patient was treated with surgery (on (B)(6) 2017 laparoscopy for bilateral salpingectomy , essure removed) and exeresis of wart lesion on left labia majora at time of essure removal. Essure was removed on (B)(6) 2017. In 2015, the menometrorrhagia, adenomyosis, fatigue and depression had resolved, the fibromyalgia was resolving. At the time of the report, the fallopian tube perforation, device dislocation, allergy to metals, vulvovaginal warts and asthenia outcome was unknown, the arthralgia was resolving and the trigeminal neuralgia had not resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, asthenia, depression, device dislocation, fallopian tube perforation, fatigue, fibromyalgia, menometrorrhagia, trigeminal neuralgia and vulvovaginal warts to be related to essure. The reporter commented: she was convinced that her deteriorated health was caused by the essure inserts. Tubes were normal, ovaries were normal no evolving or sequelae external endometriosis. Clear improvement in painful symptoms since this ablation, essure removal in (B)(6) 2017, but in (B)(6) 2020 she still had fibromyalgia and trigeminal neuralgia. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2017: observations at the 72-hour reading: nickel positive (+); chrome (+?); cobalt and titanium negative. Overall: low reactivity for nickel, doubts about chrome positivity. Lot number: 761429 manufacturing date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc. On 11-mar-2021: no new clinical information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-aug-2017. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('tubal perforation was present on left by distal part of the essure insert'), device dislocation ('on right side, the insert was in extra-tubal position, in sub-peritoneal region') and vulvovaginal warts ('wart lesion on left labia majora') in a 48-year-old female patient who had essure (batch no. 761429) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced menometrorrhagia ("menorrhagia, metrorrhagia"), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia") with musculoskeletal pain and depression ("depression"), 4 months 11 days after insertion of essure. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced allergy to metals ("mild nickel allergy, doubts about chrome positivity") and trigeminal neuralgia ("trigeminal neuralgia"). On an unknown date, the patient was found to have vulvovaginal warts (seriousness criterion medically significant) and experienced asthenia ("severe asthenia") and arthralgia ("diffuse arthralgia"). The patient was treated with surgery (on (B)(6) 2017 laparoscopy for bilateral salpingectomy , essure removed) and exeresis of wart lesion on left labia majora at time of essure removal. Essure was removed on (B)(6) 2017. In 2015, the menometrorrhagia, adenomyosis, fatigue and depression had resolved, the fibromyalgia was resolving. At the time of the report, the fallopian tube perforation, device dislocation, allergy to metals, vulvovaginal warts and asthenia outcome was unknown, the arthralgia was resolving and the trigeminal neuralgia had not resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, asthenia, depression, device dislocation, fallopian tube perforation, fatigue, fibromyalgia, menometrorrhagia, trigeminal neuralgia and vulvovaginal warts to be related to essure. The reporter commented: she was convinced that her deteriorated health was caused by the essure inserts. Tubes were normal, ovaries were normal no evolving or sequelae external endometriosis. Clear improvement in painful symptoms since this ablation, essure removal in (B)(6) 2017, but in (B)(6) 2020 she still had fibromyalgia and trigeminal neuralgia. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2017: observations at the 72-hour reading: nickel positive (+); chrome (+?); cobalt and titanium negative. Overall: low reactivity for nickel, doubts about chrome positivity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: report from a physician contact allergy workup on (B)(6) 2017, mild nickel allergy found, doubts about chrome positivity (event added). Physician stated that there was a clear improvement in painful symptoms since this ablation, essure removal in (B)(6) 2017, but at visit in (B)(6) 2020 she still had fibromyalgia (outcome changed) and trigeminal neuralgia (new event). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure (batch no. 761429) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), depression ("depression") and fibromyalgia ("fibromyalgia") with musculoskeletal pain. The patient was treated with surgery (took the decision to have the inserts removed on (B)(6)). Essure was removed. In 2015, the menorrhagia, metrorrhagia, adenomyosis, fatigue, depression and fibromyalgia had resolved. The reporter considered adenomyosis, depression, fatigue, fibromyalgia, menorrhagia and metrorrhagia to be related to essure. The reporter commented: she was convinced that her deteriorated health was caused by the essure inserts. Essure was removed on (B)(6) of unspecified year. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 436 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.